Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Currently, this pacemaker remains in service and no adverse patient effects were reported.